Event description:
Pressure injury requiring treatment.

Manufacturer narrative:
According to the customer, in (B)(6) 2023 a patient developed a stage iii pressure ulcer behind the ear. The customer reported this is due to the oxygen tubing. Due to the reported injury, ear protectors were placed and a dressing was required for the wound. The customer reported "wound center did follow for healing of these areas". The customer reports skin checks are performed every shift and on admission. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.